Event description:
Please refer to report 0009613350-2019-00294.

Manufacturer narrative:
This follow-up report is being filled to relay investigation result. DHR review: the device history records were reviewed and found to be conforming. Trend analysis: no trend considering the following event is identified: loosening. Event description: it was reported that a patient was implanted in 2000 with a hip prosthesis on the left hip side and was revised on march 21, 2019 due to aseptic cup loosening. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Device analysis: visual examination: all parts were received without individual protective packaging in a 1.5 l biobottle. The entire anchoring side of the conical screw cup shows shiny polished areas as well as small spots and lines. On the inner side of the cup there are shiny polished, tiny spots and lines in the spherical region and on the face surface of the inner rim. In some screw holes remains of organic deposits can be seen. The anchoring side of the metasul insert for the conical screw cup mirrors the contour of the cup with its several screw holes. The polyethylene is slightly yellowish discoloured and exhibits backside changes except for the screw hole areas. The latter minimally protrude the anchoring surface. Closer inspection of the backside changes with a low power microscope (leica mz16 a, (B)(4)) revealed that the original machining lines are obliterated. In one screw hole area an abraded zone is visible. The face surface of the pole pin is not even, slightly deformed in one direction, shows a cut pattern and ends on the same level with the anchoring surface. According to the respective drawing the pole pin protrudes the anchoring surface by 3 mm. These observations indicate that the pole pin was most probably cut by the surgeon at implantation surgery. On the articulation side the metasul insert shows damage, e. G. Scratches and cuts, on the polyethylene liner probably deriving from the revision surgery. The liner exhibits areas of layer delamination. The largest of these areas measures approximately 15 mm in length. Further, subsurface cracks can be seen in the teeth of the tooth ring. On the articulation surface of the metasul inlay numerous fine scratches are visible. In one area the scratches are arranged in parallel to each other. At this location the inlay¿s rim reveals a metallic smear close to the spherical calotte in the area of sulzer to iso marking on the liner¿s rim. On the articulation surface of the metasul head many, short coarse scratches as well as one single, long coarse scratch can be recognized. The articulation surface was inspected under the microscope (nikon epiphot, (B)(4)) at 200-times magnification with differential interference contrast (dic). Both above mentioned types of scratches reveal metallic smears. In the loaded area numerous fine scratches are visible and the carbides, which in the original surface state protruded slightly, are levelled, while they are still recognisable in the unloaded area. An area of scratches arranged in parallel to each other combined with slight smearing could be recognized in the loaded area as well. On the surface of the head taper signs of corrosion in the form of a circle located approximately 4 mm proximal from the distal taper end were found. Wear measurement: the wear measurement was carried out on a 3d measuring machine type cmm5, sip geneva. The total linear wear value for the head is 12.2 m and for the insert 3.1 m which results in an annual wear rate of 0.6 m for the head and 0.2 m for the insert. For a metasul-pairing with diameter 28 or 32 mm retrieved within the first year an average wear of 27.8 m / year per pairing was found. Retrievals explanted after two and more years in-vivo had an average wear rate of 6.2 m / year per pairing. Review of product documentation: all involved devices are intended for treatment. Conclusion: after approximately 19 years in vivo the conical screw cup combined with a metasul bearing was revised due to aseptic loosening. The cup shows clear signs of loosening in the form of shiny polished areas as well as small spots and lines on the anchoring surface. Shiny polished, tiny spots and lines on the inner side of the cup as well as backside changes observed on the anchoring side of the metasul insert point to micromotion between both parts. The abraded zone visible on the anchoring side of the metasul insert could have derived from contact with bone. The slight yellowing of the polyethylene liner of the insert can be attributed to the absorption and possibly diffusion of organic substances from the synovial fluid. The polyethylene liner of the metasul insert exhibits layer delamination and subsurface cracks. These phenomena can be ascribed to oxidation of the material. On the rim of the metasul inlay close to the spherical calotte a metallic smear and on the articulation surface of the metasul head scratches arranged in parallel to each other combined with slight smearing were detected. These observations could indicate possible subluxation of the bearing partners. As the clinical background of the case, e.g. Range of motion of the patient, inclination and anteversion angle of the cup or changes of the position of the implants over time in vivo, is unknown, it cannot be explained how such a situation could have developed. The wear rate measured for the metasul bearing is low. The short coarse scratches seen on the articulation surface of the metasul head most probably derived from the transport of all parts in a biobottle without individual protective packaging. However, the single, long coarse scratch on the head is possibly due to the dislocation of the joint at revision surgery. The reasons for the signs of corrosion detected on the head¿s taper are unknown. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
Concomitant medical products: item# 90.11.09-52, lot# 2011287, conical screw cup 52 52. Item# 19.28.05, lot# 2032563, metasul head 28mm "s" 12/14. Item# 65.11.28-52, lot# b466110, pe-insert metasul 52/28. Premarket identification: this product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet (B)(4) manufactures a similar device that is cleared or distributed in the united states under 510(k) number k944327. Device evaluated by manufacturer: the complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. The lot number of the device was received. The device history records will be reviewed during investigation. The manufacturer did not receive x-rays, or other source documents for review. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that the patient had a revision surgery approximately 18 years post implantation due to aseptic cup loosening. Attempts to obtain additional information have been made; however, no more is available.